Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that they experienced a failed trach where the trach fell out of the patient. The event occurred while in use with patient. There was medical intervention required, the trach was replaced with a new trach. There were patient involvement and no patient harm reported.